Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius (B)(6) that a 2008k2 machine did not ultrafiltrate during hemodialysis (hd) treatmenet. There was no indication of patient harm or adverse event. There was no reported blood loss. A fresenius mexico technician was scheduled to service the reported machine. Upon follow up, it was reported by the biomedical technician that the conductivity was low and the machine was not ultrafiltrating because the acid pump was damaged. They replaced the acid pump and calibrated the conductivity, leaving the machine functioning correctly. The patient was able to complete their treatment on the same machine and with the same supplies after the repair was completed. There are no samples available for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The manufacturer investigation into the cause of the reported problem was not able to identify nor confirm any potential manufacturing related causes.